Event description:
After two ir60g reloads had been fired via an i60 stapler in a wedge resection procedure, it was noted that the staples in the middle of the staple lines were unformed. Sutures were subsequently applied in the area of the unformed staples. The surgical procedure was completed by means of another device.

Manufacturer narrative:
The date of manufacture and the expiration date are unknown because the lot number was not provided by the initial reporter. Visual examination of the returned ir60g reloads showed that some of the pushers (which eject the staples from the cartridge) were damaged, resulting in staple malformation. The exact root cause of the damage could not be ascertained. These complaints will be monitored.